Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that drawer failed to stay close. A field service engineer adjusted the loosen latch sensor to reslove the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failed. The customer reported that the malfunction occurred when user tried to issue medication to patient and user able to get medication from the pharmacy. There were no adverse events or injuries reported based on this event.